Event description:
A customer reported to baxter hong kong that they received repeated system error (se) 2367, and then therapy ended. This occurred during use. The home choice (hc) was swapped to prevent further issue. The disposable sample was not returned for evaluation. There was no injury or medical intervention reported as a result of this issue.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The sample was not returned to baxter, precluding further device investigation. As a result, the assignable cause of the reported issue could not be determined. The lot number was unknown; therefore no batch review was performed.